Manufacturer narrative:
The technician found brake caster supports were broken and one steering caster and one brake caster was damaged. The technician replaced the brake caster supports and the damaged brake casters to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No one was hurt or injured.